Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine, bupivacaine, baclofen and dilaudid, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. A volume discrepancy was reported. The patient was implanted and the physician has noticed a consistent volume discrepancy. The arv (actual residual volume) was consistently greater than the erv (expected residual volume). At the last refill the erv (expected residual volume) was 4ml and the arv (actual residual volume) was 9ml. The patient was not having therapy issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.